Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml ls stopper detached after a difficult blood draw. The following information was provided by the initial reporter: verbatim: ¿black stopper being unattached. Nurse noted the black stopper had become unattached during mid collection from a difficult blood draw."

Event description:
It was reported that the bd syringe 5ml ls stopper detached after a difficult blood draw. The following information was provided by the initial reporter: verbatim: ¿black stopper being unattached. Nurse noted the black stopper had become unattached during mid collection from a difficult blood draw"

Manufacturer narrative:
H.6 investigation summary : one photo was received by our quality team for evaluation. Upon visual inspection, it was observed that the stopper detached from the plunger; therefore, the incident could be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Unable to confirm the failure of stopper detached from plunger during the plunger movement due to sample was not returned for evaluation. Therefore, root cause could not be determined. If samples are received in the future, the complaint will be re-opened and re-investigated. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.